Manufacturer narrative:
There was no patient involvement. Initial contact telephone number: (B)(6). Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During visual inspection, no fluid ingress into the touch screen was identified. However, the service representative identified fluid ingress into the back of the control panel. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 control panel did not power up during priming. There was no patient involvement.